Event description:
Two months after insertion of a cortical bone screw into the patient's humerus to stabilize an oblique distal humeral fracture, a distal screw broke. The broken screw was completely removed. Based upon an assessment of the patient's x-rays at the time of the screw breakage, the bone showed signs of callus formation and was sufficiently healed. As a precautionary measure, the surgeon applied a cast. There was no injury to the patient and no intervention to prevent injury.